Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6), 2008, plaintiff was implanted with the monarc subfascial hammock to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff¿s attorney alleges that as a result of having the product implanted in her, the plaintiff has ¿experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo further corrective surgery.¿ it was also alleged that as a result of the use of the mesh, the plaintiff has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life and that the mesh has caused severe and irreversible injuries, conditions, and other damages.